Event description:
During an attempt to treat a stenotic lesion in the lad using an endeavor resolute, it was reported that the device did not cross the lesion. The device had been inspected prior to use with no issues noted. The vessel was calcified. Another device was used to complete the procedure. Following evaluation of the device it was noted that the device was kinked and the stent was damaged. Device evaluation: there was a kink located on the hypotube 3cm distal to the strain relief. There was also another kink located 51cm distal to the strain relief . The 20th and 21st distal stent segments had a number of raised struts evident. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the vessel was calcified and the lesion had stenosis). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the vessel was calcified and the lesion had stenosis). (B)(4).